Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was "faulty" or "corroded" and delivered inappropriate therapy. It was also noted that the lead was oversensing, had a sudden spike in impedance, and an apparent fracture. The rv lead was capped and replaced with a competitor lead. No patient complications have been reported as a result of this event.